Manufacturer narrative:
H3: product evaluation: customer reports of thrombus and stenosis were confirmed through observed thrombus and host tissue overgrowth. Thrombotic-like material was observed on the inflow aspect of all three leaflets and outflow aspect of leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue overgrowth fused leaflets 1 and 3 by approximately 2mm at commissure 1 and leaflets 2 and 3 by approximately 1mm at commissure 3 on the outflow aspect. Host tissue overgrowth and thrombus restricted leaflet mobility and led to stenosis. Leaflet 2 had a cut out section of 8mm x 8mm and cut out leaflet fragment was not returned. The cuts had smooth and straight edges. Sewing ring was cut off around the valve and exposed the metal band on the inflow aspect. Cut off sewing ring fragment was not returned. Wireform was exposed around leaflet 2 on the outflow aspect. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Multiple sutures remained attached to the wireform around the valve.

Event description:
It was learned from the implant patient registry that a 23mm aortic valve was explanted and replaced with a 25mm valved conduit after an implant duration of 2 years, 1 month due to unknown reasons. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from the implant patient registry that a 23mm aortic valve was explanted and replaced with a 25mm valved conduit after an implant duration of 2 years, 1 month due to ascending aortic pseudoaneurysm, ascending aortic aneurysm, prosthesis patient mismatch, thrombosis, and moderate stenosis. The patient presented with sob and tachycardia. The patient was in recovery post procedure. Per medical records the replacement valve was well seated and functioning well with no al.

Manufacturer narrative:
H10: additional narratives. Updated b5, b7, and h6 per new information received.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.